Event description:
It was reported that the procedure was cancelled. A rotapro console kit was used for treatment. During the procedure, an abnormal high rotation speed of 150,000 rpm in dynaglide was noted. The rotapro burr was replaced and the console was restarted, however the issue persisted and the procedure was cancelled. There were no patient complications reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.